Manufacturer narrative:
A manufacturer representative (rep) went to the site to test and troubleshoot the equipment. The rep was able to track the site's instruments and did not have trouble registering on a demo. The rep went into admin and checked the ndi toolbox, but nothing displayed. There were some errors that displayed in a window that popped up, but nothing else. A usb was inserted into the navigation interface unit (niu) and it displayed in the software. The software worked as expected but it would not connect in the ndi toolbox utility. There was no rev 14 icon to try and run. Technical services (ts) looked at the internal i7 and found that the ndi toolbox did not display either, which is normal for the i7 system. The rep completed a system checkout on the system; the system successfully passed the system checkout and was found to be fully functional. No parts on the system were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. It was reported that during the case when the site was attempting to register, the camera was tracking instruments intermittently. The site ended up using a frame in tandem with a medtronic imaging system to register the patient. There was a surgical delay of 25 minutes due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
Additional information: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.